Event description:
The distributor reported to olympus on behalf of the customer, the evis exera ii duodenovideoscope elevator recess snapped. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the distal end cap had cracks which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the elevator recess snapped, and the forceps wire was faulty. Upon further inspection, cracks were found on the distal end cap. It was observed that the keytop was torn. It was also observed that the insertion tube was wrinkled. It was observed that the bending section was straining. Lastly, it was observed that the angulation had slack and was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Third party evaluation performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred by being touched by some object during device handling. As a factor of the reportable event, it is likely that the user did not conduct the device inspection as per instructions for use. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection.". Olympus will continue to monitor field performance for this device.